Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that their previous device stopped working and they were not sure if it was a dead battery or a broken wire. Patient stated their symptoms returned on (B)(6) 2024 of this year. Patient also inquired about MRI mode because they had an MRI with their previous device of another part of their body, not their head and they wondered if it could have affected.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the device was explanted and replaced. The issue was resolved. The device stopped working was clarified that there were high impedances on electrodes 3 and battery life was less than 20%. The cause of the depletion was unknown. The cause of the device not working was unknown. The issue was resolved through explant and replacement.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va211e5: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.